Event description:
A malfunction alarm was reported with the code "malf 0." There was no adverse impact on the customer's blood glucose level as it did not exceed the specified threshold. Technical support assisted the customer by providing information to reset the pump, and after the reset, the malfunction code did not recur. The customer was informed they could continue using the pump and advised to call back if the issue reappeared, which the customer acknowledged.